Event description:
It was reported that stent damage occurred. The 36x3.0mm concentric, de novo 80% stenosed target lesion containing a lesion bend of >45 and <90 degree was located in a moderately tortuous and non calcified left anterior descending (lad) artery. Following pre-dilation, a 38 x 4.00mm taxus¿ liberté¿ long dru eluting stent was selected for use and advanced but failed to cross the lesion. Angiography showed that the stent body was lifted, thus, the device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: based on the potential root causes identified and the complaint report, the following attributes were examined: stent profile: a visual examination of the stent found that the crimped stent on the device was damaged. It was noted that stent struts at the proximal end were lifted, stretched and deformed. The stent was found to have moved distally on the balloon. Tip profile: the bumper tip of the device showed no signs of damage. Balloon profile: the balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Hypotube profile: a visual and tactile examination found multiple kinks along the length of the hypotube. Shaft polymer extrusion profile: a visual examination found that the inner lumen within the balloon section of the extrusion was kinked. The kink location is approximately mid-way between the marker bands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 36x3.0mm concentric, de novo 80% stenosed target lesion containing a lesion bend of >45 and <90 degree was located in a moderately tortuous and non calcified left anterior descending (lad) artery. Following pre-dilation, a 38 x 4.00mm taxus liberte long drug eluting stent was selected for use and advanced but failed to cross the lesion. Angiography showed that the stent body was lifted, thus, the device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.